Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic radical cystoprostatectomy, on transection of the colon, the first stapler and reload did not fire. The stapler was not squeezed because the handle did not return to its normal position after pressing the green button. The handle was locked to a fully squeezed position. Another stapler and reload were used, however the second load was able to fire, but no staples were deployed when it was used on the second stapler. A new handle and reload was used to resolve the issue.